Event description:
It was reported the pt is experiencing ineffective stimulation coverage. Reprogramming was attempted to no avail. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.